Event description:
A report has been received from a hemodialysis user facility. "Lines used for approximately 2 hours and separated at needle connection". The report of the event was called for additional information on the event. It was learned that the patient was receiving the dialysis treatment when the technician noted the patient was "not feeling too good" and noticed blood on the floor. The treatment was stopped. It was estimated that the blood loss for this event was an amount greater than 240 ml. The patient also received a bolus of 1000 ml of normal saline. The patient was then sent to the hospital. The reporter of the event stated that she had thought that the patient would receive blood, however, labs were taken and the results acceptable so no further intervention or treatment was given to this patient. The patient was discharged to home. The rn reported that she examined the lines and connectors and appeared to be fine. There is no sample for an evaluation. Additionally, the event was clarified to be a disconnection rather than a separation occurring at the venous patient connector luer lock to the luer lock connector of the fistula needle.

Manufacturer narrative:
(B)(6). It is the belief of fmc na that the event is a user error rather than the fault of the venus bloodline. It was not identified by the user facility if the connections were not tightly secured or a total disconnection occurred. Additionally, the rn stated that she had examined the lines and connectors and appeared to be fine.